Manufacturer narrative:
The device was returned to olympus for evaluation, and the cover glass was found to have a scratch; the image guide cover, the image guide holder, the control unit, and the image guide mount had corrosion due to water leakage. Due to a pinhole in the channel tube, water tightness was lost. Due to damage to the cover of the ultrasonic cable, the insulation resistance between the bronchofibervideoscope and the ultrasound connector did not reach the standard. The image guide bundle had a stain. The distal end had a dent. The connecting tube was deformed. The bending tube was damaged.

Event description:
The customer reported to olympus that the bronchofibervideoscope had no endoscopic image. The issue was found during preparation for use, and no patient was involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.